Event description:
It was reported that the pt underwent a plif for spondylolisthesis at l4/5 using interbody devices and posterior fixation. It was reported that the device backed out due to loosened pedicle screw. The revision surgery was performed approximately three and a half months post op. The interbody device was re-inserted. The loosened screw was replaced and the fixation level was extended to l3.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however, a like device catalog# 75496540, was cleared in the united states.